Manufacturer narrative:
When new information is received, a follow-up report will be submitted.

Event description:
During the next regularly scheduled follow-up, interrogation confirmed six additional non-sustained ventricular tachycardia (nsvt) episodes; two of which had corresponding electrograms with a vt rhythm observed. Based on the observed rhythm, the physician was unable to determine if the previously observed noise had been resolved. At this time, the physician reported that the continued oversensing may in part be due to the model type of this lead; noted as an integrated bipolar. No clinical changes made at this time and no adverse patient effects reported.

Event description:
Boston scientific received information that during a routine clinical follow-up, noise contributing to oversensing resulted in 5 non-sustained ventricular tachycardia episodes. The oversensing duration impacting pacing therapy was observed as three seconds; however, in spite of the patient being pacer dependent, no adverse patient effects, resulted. Both pacing and shock impedance values have reportedly been stable since implant, approximately two years prior; thus physician indicated a likely emi factor and the patient is to return in another month for follow-up. At this time, no system changes have been implemented.

Event description:
During a subsequent follow-up, noise during rf telemetry had been exhibited. System diagnostics were confirmed stable; however, system noise continued to be present. The patient did report feeling pacing pauses while rf telemetry was attempted (patient pacer dependent), however was asymptotic to the pauses. No system changes have been performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was subsequently explanted and returned for analysis; see report number 2124215-2018-17677 for analysis findings. The observed clinical observations of this case were unconfirmed via the analysis process.

Event description:
Subsequently, the patient was observed for follow-up at which time the physician elected to reprogram the sensitivity of the device from 0.6 to 0.9mv. No further details communicated.